Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01119. Related manufacturer reference number: 1627487-2022-01120. It was reported that the patient experienced infection at the ipg site and ineffective therapy since implant. Patient reported pain at the ipg site. As such, surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issues. During the procedure, significant purulent liquid was noted at the ipg pocket site. Culture results revealed staph aureus infection. Patient is on antibiotics to address the infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The report of ¿infection at the ipg site¿ cannot be confirmed through product analysis testing. The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.